Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message and a technician noted that they saw sparks. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment of a displayed error message and sparks observed, a review of the parsing sheet did not reveal any recent errors and the device ran for more than 48 hours continuously without a failure. The power cord was replaced as a preventive measure. It was noted however that there was a noisy system fan, broken power cord bay and keyboard and that the display hinge covers/bullets were missing. All were replaced. Reconfigured the hard drive and reloaded the software. The device passed safety, final functional and system tests using the accompanying analyzer. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.